Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a signal artifact monitor episode that disabled the respiratory rate trend (rrt). The health care professional reported electromagnetic interference was from a procedure the patient had at that time. Technical services advised the rrt being disabled does not affect pacing or therapy delivered. No actions were taken at this time. This crt-d remains in service. No adverse patient effects were reported.